Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) and (B)(4) which report that the screwdriver shaft (non-jj product) broke during the tha revision surgery. This pc reports that cut-out was confirmed after the primary surgery. It was reported that on (B)(6) 2023, the patient underwent the primary surgery with the fns for the femoral neck fracture. The surgery was completed successfully without any surgical delay. After surgery, cut-out was confirmed. The tha revision was performed on (B)(6) 2023. No further information is available. This report is for one (1) unk - nail head elements: fns bolt. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510 k: this report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.